Event description:
The iab was inserted into the pt on 11/25/96 at 1:45 p.m. As a result of the event, there were bleeding complications. The contact stated that the pt went on to expire but the pt's death was not a direct consequence of the iab or iab therapy. (Event complications: there was bleeding-reported 7/7/97). (Pt's current status: expired-rpt'd 7/7/97).